Manufacturer narrative:
Device passed all manufacturing tests prior to release for distribution. Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the pt was having revision surgery to replace a generator for suspected end of service. During the surgery, reporter visualized a break in the insulation of the lead with the lead wire exposed. The original lead and generator were replaced with a new lead and generator.